Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the downstream sensor and upstream sensor were contaminated by fluid ingression. Review of the event history log (ehl) was not performed due to error code 1260. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the microprocessor board, and clock battery. As a result, the microprocessor unit board, and clock battery were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 1260. The battery clock was over 1370 days. There was no patient involvement.